Manufacturer narrative:
Product complaint # (B)(4). Data evaluation summary: call home was reviewed. A pr15, (B)(4), was connected to channel 3. Another pr15, (B)(4), was connected to channel 2. Both probes tested successfully. An ablation was set to 10:00, 65w for both probes, and completed without error. The average temperature was 100c for both probes. Probe 2 cauterized for 23 seconds and probe 3 cauterized for 35 seconds. An ablation was set to 5:00, 65w for both probes. The user stopped the ablation after 4:28. The average temperature was about 110c. Probe 2 then ablated for 5:00, 65w with no errors. The average temperature was about 112c. The probe cauterized for 13 seconds. Probe 3 cauterized for 13 seconds. This was the end of the case. No errors were seen in call home. The system and its probes were performing to specifications. No device will be returned to neuwave for further investigation. The root cause is unknown. Lot ml18113950, work order (B)(4) was reviewed (in process sn (B)(4)). There were no problems seen during the manufacturing or testing of this lot. Photo evaluation summary: photos were reviewed by ethicon medical safety. Two photos were taken of a thin patient reported to have a skin burn post-ablation for a 1.5 cm superficial liver met using two closely spaced probes. The first photo (day 2) shows the lesion in the abdominal area with a depth up to at least the dermal layer making this at least a 2nd degree burn. The size of the lesion is approximately and reported as dime-sized. No redness, no bleeding, no swelling, no pus, with some blisters noted. The second photo was taken at day 5. The lesion appears to be located on the upper right abdomen. More blistering is noted with some exudates on the lesion. Exudates and sloughed off skin blisters appear to be on the retracted gauze. The edges of the wound are darker than the center of the wound (which is yellowish-white in color) and appears to be granulation tissue. The skin area surrounding the burn wound is erythematous with some skin peeling. It was noted that the patient did pretty well and was treated conservatively (burn cream and vaseline gauze) for the skin burn. Based on the photos provided, the event described is confirmed. The potential cause is user handling.

Manufacturer narrative:
Product complaint # (B)(4). The lot was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what was the proximity of the probe tip to the skin? I think it was between 4-5 cm deep to the skin. Did both probes contribute to the burn? Probes were closely spaced. Dime sized burn was around both. When was the burn identified? 3.5 min into the burn. Was watching with us and noticed the ablation was coming into the abdominal wall quicker than I expected. Tried to take a quick CT pack to see what it looked like, but the scanner didn¿t work. I got back in pretty quick, but there was already a burn. How was the burn treated? Treated with burn cream and vaseline gauze. Are any photos available? Included a couple. What is the current status of the patient? Haven¿t heard for a while, but doing ok last I heard. I¿m almost sure this was user error and not a product defect. I just don¿t think I realized how superficial I was. I do use these probes a lot though, and I was surprised by how fast and far back the ablation came. It might not have anything to do with it, but I think I will be more cautious when I have very closely spaced probes in the future. Photo evaluation in progress.

Event description:
It was reported that the physician alleged that a patient experienced a skin burn while performing an ablation using two probes. Further information was provided from the physician that was operating the system at the time of the incident: I caused that skin burn. Thin patient with a 1.5 cm superficial liver met. I used 2 prs closely spaced. Was planning to run them for 8 min at 65w. The CT scanner wasn¿t working properly, so I don¿t have images showing how deep my needles were. I was watching the ablation with us, and I saw some of the ablation bubbles coming into the adjacent chest wall. I stepped out of the room to try to get a CT pack, to help confirm the size of the ablation. CT scanner didn¿t work again so I stepped back into the room and had an approximately dime sized skin burn at less than 4 minutes. I did a CT with IV contrast. The ablation zone in the liver was small, and I seemed to be more than 4 cm below the skin. I moved the same probes in a criss-cross fashion to retreat the mass. That ablation worked well. I think this was probably user error, and I just didn¿t understand how shallow I was. However, I was surprising how fast the ablation zone came back to the skin, given how small it was in the liver. Not sure if that can be an issue with closely spaced probes. Patient did pretty well, and left the hospital the following morning. They are treating the skin burn conservatively for now, although there has been discussion about debridement.